Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: 5/15/2021. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: visual inspection using magnification was performed to the returned sample. Only lens returned for evaluation. The lens returned cut in two pieces related to the removal process. Loose fibers/particles were observed on lens pieces related the handling of the unit out of a sterile environment. Residues of viscoelastic material was observed on lens pieces. Lens returned with one of the haptic detached. The condition in which the sample returned is consistent with a lens that was implanted and removed. Due to the conditions of the lens returned, the complaint issue reported could not be verified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: since the product was not returned, the complaint issue reported could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. If explanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tecnis itec preloaded intraocular lens (iol) was fully inserted into the patient's left (os) eye, but had to be removed because the lens was kinked. The procedure completed successfully with another tecnis itec, serial number (sn) (B)(4). Reportedly, the patient is doing fine post-operation. No further information is available.